Event description:
The manufacturer received information alleging a service required alarm occurred on a trilogy 202 ventilator. The device was not in use on a patient at the time of the occurrence. During the testing by the customer, it was reported that the device failed the purge valves test during repair testing. The proximal pressure sensor has drifted so much that the device could adjust for it and the device alarmed. This sensor is used for monitoring and displaying patient pressure data only. It does not impact the control system but can be viewed by the user. In conclusion, the device's active exhalation control module required replacement to address the issue. The root cause has not been confirmed at this time. Additionally, during the service of the device, the oxygen sensor board required replacement as indicated by the occurrence of and error code indicting replacement of the oxygen sensor was required and is unrelated to the reportable malfunction/issue. During service it was also noted speaker #1 failed and an alarm sounded. Speaker #1 replacement was required and is unrelated to the reportable malfunction/issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.